Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. Battery power error due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple time of replace battery now alarm without low battery alert and multiple times power loss alarm and insulin pump shut off. Customer's blood glucose level was 128 mg/dl at time of incident. Customer was advised that the discontinue the use of the insulin pump and revert to the back up plan. Insulin pump will be returned for analysis.